Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2021).

Event description:
It was reported that during a catheter placement, the leg of the catheter allegedly bent and had discoloration. There was no reported patient injury.

Event description:
It was reported that during a catheter placement, the leg of the catheter allegedly bent and had white substance in the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath d/l catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported material opacification and material deformation as emulsification and deformation was noted on the blue extension leg of the catheter. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 11/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.